Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's right hip was revised due to the trunnion breaking off the stem.

Event description:
It was reported that patient's right hip was revised due to the trunnion breaking off the stem.

Manufacturer narrative:
An event regarding crack/fracture, wear and disassociation involving an accolade stem was reported. The event was confirmed by the photos provided. Method & results: product evaluation and results: the devices were not returned but a number of pictures of the devices were provided. The images show penciling and fracture of the trunnion of the stem. They also show some scratching on the outer edge of the metal head. There is some foamy liquid substance inside the taper of the head making it difficult to see any wear in this area. Medical records received and evaluation: a review of the provided medical information by a clinical consultant noted the following: provided pictures and x-rays confirm reported broken stem. Need primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.